Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the sample lines and "t" fitting. The fse also adjusted the differential flow rate and performed system verification. The root cause was a leak in the sample line. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a blood leak from the sample line to the flow cell in the coulter lh 780 hematology analyzer. There was no death, injury, or change to patient treatment as a result of this incident. There was no contact with the fluid to mucous membranes (eyes, mouth, nose). The operator did not seek medical attention.